Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified as no images of the foreign material were provided for visual analysis. Furthermore, there were no deviations from instructions for use (IFU) in the reprocessing steps for the area where foreign material remained. Additionally, no physical damage was observed with the device where the foreign material was remained. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to damage on the channel tube. Other evaluation findings are as follows: the bending rubber adhesive was detached; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the suction cylinder was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the customer used a new pull through cleaning brush on the duodenoscope and found shavings of the brush inside the scope. This occurred with multiple scopes and at least one of those scopes had been used on a patient. Additionally, debris had been found from previous cleaning which suggested a possible cross contamination. This was found during reprocessing for a diagnostic and therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp). The intended procedure was completed with no delay using the same set of equipment. There was no report of patient harm. This report is linked to patient identifier (B)(6).